Manufacturer narrative:
H.6. Investigation: one sample was received for quality investigation. The customer complaint of component damage with leak was verified by visual inspection. With the sample primed with normal saline, a leak could be identified coming from the upper fitment o f the pumping segment. Inspection of the upper pumping segment under magnification identifies a crack in the upper pumping segment causing the leak. A device history record review could not be performed on model: 2420-0007 because a lot number was not provided by the customer. The root cause for this issue cannot be clearly identified. The probable cause for the crack in the upper pumping segment is a component failure. There is no sign of misuse or other damage that could indicate that excessive stress was applied to the infusion set.

Event description:
It was reported that as lvp 20d 2ss cv was cracked and leaked. The following information was provided by the initial reporter: material#: 2420-0007, batch/lot#: unknown. It was reported that the blue connector piece of tubing was leaking from crack. Leaking from crack in blue connector piece of tubing that sits at top of infusion pump module.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that as lvp 20d 2ss cv was cracked and leaked. The following information was provided by the initial reporter: material #: 2420-0007 batch/lot # unknown. It was reported that the blue connector piece of tubing was leaking from crack. Verbatim: leaking from crack in blue connector piece of tubing that sits at top of infusion pump module.